Event description:
Boston scientific received information that this implantable left ventricular (lv) lead had pulled back into the pocket due to twiddler's syndrome. There was a report from the last device check that the lv lead was not capturing. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.